Manufacturer narrative:
(B)(4). It was indicated that the device is not returning; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens was scheduled to be explanted in secondary surgical procedure from patient¿s operative eye. Additional information as received and it was learnt that tecnis monofocal intraocular lens (model zcb00 +22.5 diopter) was explanted from secondary surgical procedure from patient¿s operative eye because of patient experiencing hyperopic surprise, post refractive fuchs. Patient had a previous lasik. Reportedly lens with model zct100 +24.0 diopter was used as replacement for the patient. There was no vitrectomy, no incision enlargement and no sutures required. There was no treatment or prescription provided by doctor outside of normal surgical treatment. Visual acuity pre-op (pre-initial implant): 20/2100. Visual acuity post-op (post-initial implant): 20/30. Visual acuity post-op (post-replacement): was scheduled to be measured. No information provided yet. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .